Manufacturer narrative:
A physio control service representative performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device was showing the service wrench icon. During the device inspection it was also observed that an event code was logged in the device memory. This event code is an indication that the device might not recognize a shockable rhythm and may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control further evaluated the device in the failure analysis center (fac). Physio control verified that the event code was logged in the device's memory; however, the reported issue could not be duplicated in testing. The cause of the reported issue could not be determined. The device was destructively tested.

Event description:
A customer contacted physio control to report that their device was showing the service wrench icon. During the device inspection it was also observed that an event code was logged in the device memory. This event code is an indication that the device might not recognize a shockable rhythm and may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.